Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus.¿

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was that the customer miscalculated a bolus and blood glucose (bg) decreased to 50 mg/dl. Reportedly, the customer entered the intended amount in the pump for the bolus; however, the customer did not consume enough carbohydrates to cover what was entered. Customer consumed additional carbohydrates to address bg. Reportedly, customer reverted to manual injections for insulin therapy.